Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be update.

Event description:
It was reported that this left ventricular lead showed high out of range pace impedance measurements as well as high pacing thresholds during a revision procedure for the right ventricular lead. The patient will be sent to another facility for an epicardial lead implant. No adverse patient effects were reported.